Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer report number :2017865-2019-10929. It was reported that the patient presented with infection due to recurrent bacteremia. Patient experienced previous occurrence of bacteremia in (B)(6) 2019 with biotronik system. Implantable cardiac defibrillator and right ventricular lead were explanted on (B)(6) 2019. Patient was stable post procedure. Patient will undergo re-implant once infection has subsided.

Event description:
New information received stated that the infection was due to the patient not being complaint with medications and post-operative instructions from the physician.